Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a dialysis shunt in the mildly tortuous cephalic vein in the upper arm. Following implantation of an epic stent, a 7.0 x 40 40cm mustang balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 7.0 x 40 40cm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 2mm proximal of the proximal markerband and extending approximately 49mm distally over the balloon material. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a dialysis shunt in the mildly tortuous cephalic vein in the upper arm. Following implantation of an epic stent, a 7.0 x 40 40cm mustang¿ balloon catheter was advanced for post-dilatation. However, during inflation, the balloon ruptured. The device was simply removed from the patient and the procedure was completed with a 7.0 x 40 40cm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.